Event description:
Follow up information identified the patient is no longer in the ICU.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The abbott field representative does not expect to receive any further updates.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient was to undergo a lead implant on (B)(6) 2019. The physician stated nothing unusual occurred during the procedure and insertion of the lead was unremarkable without sign of csf leak or increase in blood pressure. The physician reportedly advanced the lead without resistance or scarring to prevent the lead from advancing into position, and the lead went in smoothly. The physician stated the patient did bleed, but no more than usual. Following the implant, the patient experienced paraplegia as the patient reported a loss of sensation from their hips down to their toes in both legs. To address the issue, the physician explanted the system so that an MRI could be performed. Additional information has been requested but not yet received.

Event description:
Follow up information identified the physician did not see any damage to the spinal cord, any leakage or anything unusual when explanting the system. The patient is currently in the ICU (intensive care unit) recovering.